Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(4), prior to the 29mm sapien 3 case by tf approach in aortic position, the patient had a severe tortuous iliac and aorta. There was also a possible thrombosis in the laa (CT diagnosis), therefore a cerebral protection system was planned to be used, however, was abandoned due to unable to place the device secondary to patient tortuosity.  The 16f esheath was inserted through the left femoral artery. Afterwards difficulties were encountered tracking the sapien 3 valve and commander through the aorta due to the severe tortuosity. An sl1 sheath was inserted through the left femoral in order to help guiding the commander. With some push and pull maneuvers it was finally managed to get the valve into the native annulus. Also, difficulties were encountered during fine adjustment. However, it was not possible to deploy the valve as the balloon did not inflate. It was though that this was due to the heavy manipulation of the system. Retrieval of the 29mm s3 back into the esheath was unsuccessful. As the patient was considered inoperable, it was attempted to implant a non-edwards valve from the right side. After the valve was in the annulus, an ascending aortic dissection was seen. Despite this, it was decided to implant the non-edwards valve. The valve was implanted slightly low with severe ai but after post dilation there was a good result. Angio then showed a dissection in the area of the brachiocephalic trunk and at the left common carotid artery, but good flow. The decision was taken to treat the dissection conservative with stable hemodynamics. The commander and sapien 3 valve were surgically removed. After closure of the access site, tee also showed a dissection in the descending aorta.

Manufacturer narrative:
A review of the case notes revealed elective femoral tavi in combined aortic valve disease with moderate to severe stenosis and high grade insufficiency. The commander delivery system was returned to edwards lifesciences for evaluation after being used in the procedure. The delivery system was returned in default position, locked, with no fine adjust used, inserted through the sheath and loader cap. There was a kink on the balloon shaft due to return packaging. Intima observed on valve and distal balloon. There was a balloon tear on crimp balloon adjacent to I/c bond, and the balloon wings were flared out. There was compression at flex shaft near flex tip, and gouges on flex tip. There was bunching of inflation balloon, and distal tip damage observed on the returned esheath. The delivery system was able to be pulled to valve alignment position and locked. Full fine adjust could be used with no abnormalities observed. In addition, full flex could be used with no abnormalities observed. A 0.035¿ guidewire could be passed through the guidewire lumen with no resistance observed. In addition, the locknut/collet engagement was tested. The device was able to be pulled to 68.3 n with no slippage observed, meeting the specification requirements. Double wall thickness of the crimp balloon proximal to the observed tear was measured and met specification requirements. Of note, the area distal to the tear could not be measured as that area consists of the bond area and inflation balloon. Thicknesses deviating from the specification per drawing could have contributed to the reported event and/or be indicative of a manufacturing non-conformance. In addition, the flex tip od was measured as the flex tip supports the valve and a measurement under specification could contribute to the reported complaints. The measurement met specification. Cine imagery was provided for review. There was severe tortuosity present throughout the patient anatomy. Valve diving and compression of the flex shaft was observed during valve alignment. Curvature was present during alignment. Delivery system was tracked through a tortuous aorta while valve diving is still present. The valve was successfully placed in the native annulus. . The proximal end of the valve was slightly flared during withdrawal. Valve was not centered against flex tip.   Complaint data for the previous 12 months (june 2017 through may 2018) was reviewed for the commander delivery system (all models and sizes). A review of complaint data for may 2018 revealed that the complaint rate did not exceed the control limit for the applicable complaint trend category (¿damaged¿). Complaint data for the previous 12 months (june 2017 through may 2018) was reviewed for the commander delivery system (all models and sizes). A review of complaint data for may 2018 revealed that the complaint rate did not exceed the control limit for the applicable complaint trend category (¿tracking difficulty¿). Complaint data for the previous 12 months (june 2017 through may 2018) was reviewed for the commander delivery system (all models and sizes). A review of complaint data for may 2018 revealed that the complaint rate exceeded the control limit for the applicable complaint trend category (¿fine adjust difficulty¿). A review of the complaint history from june 2017 to may 2018 for edwards commander delivery system (for all models and sizes) revealed other returned complaints for ¿delivery system ¿ withdrawal difficulty ¿ valve, through sheath¿. A review of the complaint history revealed that the occurrence rate did not exceed the may 2018 control limit for the trend category of ¿withdrawal difficulty¿. DHR review was performed for the components that are the most relevant to the complaint event. Due to the emerging trend in ic bond complaints, the tubing lots and resin for the crimp balloon underwent further review and, in this case, were not identified as a suspect lot. The work orders did not reveal any manufacturing non-conformance that could have contributed to this complaint. A review of lot history for the related work order did not reveal any similar complaints related to ¿balloon ¿ torn,¿ ¿delivery system ¿ tracking difficulty,¿ ¿handle ¿ fine adjust difficulty,¿ or ¿delivery system ¿ withdrawal difficulty ¿ valve, through sheath. Commander delivery system with s3 IFU, ce, device preparation training manual and procedural training manual were reviewed for instructions or guidance for proper use of the commander delivery system. No deficiencies were identified. During the manufacturing process, the entire delivery system is visually inspected and tested several times. During the in-line process inspection procedure (crimp balloon tubing), samples are pulled for inspection. Per routing instructions, samples are inspected per boxed inspection dimensions, length, and general notes #2 and #3 per drawing. During extrusion manufacturing inspection (crimp balloon tubing), the designated drawing general notes as called out in router is inspected. A go/no go inspection on the inside diameter (ID) of tubing lumens if required with pin gauges or with method called out on drawing is performed, as well as 100% wall thickness inspection. During general specification for s3 balloons, thv, inflation balloons are 100% inspected. Ten (10) balloons are sampled for burst testing and additional visual inspection. During the crimp balloon molding process, thv, the crimp balloon features are 100% dimensionally inspected. The balloons are 100% visually inspected with unaided eye for general appearance/gross defects. The balloons are 100% visually inspected under 8x magnification for foreign matter, impurity or contamination, fish eyes, gel spots, etc. During crimp balloon to inflation balloon laser bond, the laser weld joint is 100% visually inspected for bubbles and to ensure there is a smooth bond joint with no gaps between components. During balloon pleat, fold, & forming, prior to the process, the balloon is 100% visually inspected under 2.85x minimum magnification for balloon size (using a go/nogo gauge) and contamination. After the process, the balloon is 100% inspected for fold lines and rejected for distorted/pinched folds. During flex tip assembly and bonding (draper), the 29mm flex tip outer diameter is 100% dimensionally inspected using a go/nogo gauge to ensure it is not undersized. During fine adjust knob and locking collet assembly, the slider is thread into knob until slider reaches full capacity, and checked to make sure it can be rotated consistently to full capacity. During the flex angle and gap distance inspection, the delivery system is flexed angle is checked at full flex. The flex gap distance is inspected using a go/nogo gauge. During final inspection, 100% distal to proximal visual inspection is performed by both manufacturing and quality. The device is functionally inspected for fine adjust function, collet/shaft clearance, and collet engagement. During flex catheter and balloon catheter leak test, the commander delivery system is 100% leak tested. Additionally, the related work order underwent product verification testing as a requirement for lot release. During functional product verification testing, the device is visually inspected for physical defects or damage, as well as de-aired. The delivery system flex shaft is fully articulated 3 times (for a total of 5 articulations sine device assembly). It is tested for balloon burst pressure. The lot was accepted. The device is visually inspected for tears or separation in the inflation/crimp balloon bond. During tensile product verification testing, the inflation balloon/crimp balloon bond was tensile tested, and the lot was accepted. The locknut/collet engagement force was tensile tested, and the lot was accepted. These inspections support that it is unlikely that pre-existing damage on the delivery system or balloon was present before leaving the manufacturing facility. The complaints for ¿balloon ¿ torn,¿ ¿delivery system ¿ tracking difficulty,¿ ¿handle ¿ fine adjust difficulty,¿ ¿delivery system ¿ withdrawal difficulty ¿ valve, through sheath¿ were confirmed. A review of complaint history, lot history, manufacturing mitigation, and the DHR revealed no indication that a manufacturing non-conformance contributed to the event. In addition, dimensional and functional inspection of the device met specification. A review of IFU/training materials revealed no deficiencies. The complaint for ¿balloon ¿ torn¿ was confirmed based on visual inspection of the device. However, no manufacturing non-conformances were identified as the device met specification. Furthermore, since the device was able to be prepped (including de-airing) without any reported issues, it is likely that the damage to the balloon occurred during use and was not present upon leaving the manufacturing facility. A review of complaint history revealed that potential root causes for tearing of the crimp balloon material proximal to the inflation balloon to crimp balloon (ic) bond have been identified and documented in a product risk assessment. Performing valve alignment in a curved section can result in increased forces being applied to the bond area. This may occur as performing valve alignment at a bend or angle can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip. If the thv is unseated during alignment, it can result in higher than usual valve alignment forces, and can potentially damage the crimp balloon if excessive force is used to try and achieve final alignment position. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. Images provided revealed tortuosity was present throughout the patient anatomy. It revealed valve diving and compression of the flex shaft occurred during valve alignment. Visual inspection of the device also revealed compression on the flex shaft and flex tip gouges, which are signs of valve diving and tension in the system. As a result, available information indicates that the balloon tear likely occurred due to procedural factors (valve alignment in a non-straight section). The complaint for ¿handle ¿ fine adjust difficulty¿ was confirmed based on the provided imagery, which shows valve diving and compression during valve alignment. However, no manufacturing non-conformance was identified as the returned device met functional requirements. If valve diving is present in a tortuous anatomy during valve alignment, higher valve alignment forces would be present, as noted above, and contribute to fine adjust difficulties. As a result, available information indicates that the patient/procedural factors contributed to the reported event. The complaint for ¿delivery system ¿ tracking difficulty¿ was confirmed based on imagery review. The delivery system is seen tracking through a tortuous aorta while valve diving is still present and the valve is eventually successfully placed in the native annulus. The reported difficulty tracking likely occurred due to the significant tortuosity that was present. As a result, patient factors likely contributed to the reported event. The complaint for ¿delivery system ¿ withdrawal difficulty ¿ valve, through sheath¿ was confirmed based imagery review and visual inspection of the device. The returned device revealed balloon bunching on the distal end of the valve with the balloon legs flared out and intima present and distal tip damage on the sheath, which indicate withdrawal difficulties. In addition, images show the valve over the inflation balloon with the proximal end slightly flared out and that the valve is not centered against the flex tip. Per training manual instructions, the valve can only be retrieved before deployment, while it is still crimped, and the valve should be centered on the flex tip with the delivery system locked and fully unflexed. If the flex tip was not against the valve to support the valve during retrieval, the valve struts may have caught onto the patient anatomy and started to flare as the device was pulled. The severe tortuosity that was present would make it more likely for the valve to catch on patient anatomy. Furthermore, the intima observed on the returned device supports that the delivery system caught on patient anatomy. In addition, the crimped valve profile over the inflation balloon is larger than over the crimp balloon. As a result, the combination of a slightly larger valve profile, flared proximal valve struts, and interaction with patient anatomy would make it difficult to pull the valve back into the sheath, resulting in withdrawal difficulties. In addition, the torn balloon legs could have also caught on the sheath tip and created withdrawal difficulties. The damaged sheath tip supports that either the valve or balloon legs caught on the sheath during retrieval. As a result, patient/procedural factors likely contributed to the complaint event. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  Regarding balloon ¿ torn, per management discretion, due to the high criticality of the failure mode, the balloon torn issue and its associated risks have previously been documented and assessed in product risk assessment. Although no product non-conformance was confirmed in the returned complaint sample and the occurrence rate did not exceed the control limit, further investigation was performed on the crimp balloon tubing and resin lots. In addition, a CAPA is also being updated to address the emerging trend in ic bond complaints. Regarding delivery system ¿ tracking difficulty, and delivery system ¿ withdrawal difficulty ¿ valve, through sheath, since no manufacturing non-conformances were confirmed and no IFU/training deficiencies were identified, no corrective/preventative actions are required. Since no product non-conformance was confirmed in the returned complaint sample, and the occurrence rate did not exceed the complaint control limits for the respective trend categories, a risk assessment is not required. Regarding handle ¿ fine adjust difficulty, since no manufacturing non-conformances were identified in the product evaluation, and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions are required. The complaint occurrence rate exceeded the may 2018 control limit for the ¿fine adjust difficulty¿ trend category; however, no manufacturing non-conformances have been identified. Additionally, a review of past complaints revealed that no manufacturing nonconformance or IFU / training deficiencies have been identified at this time. Therefore, a risk assessment escalation is not required. No manufacturing non-conformances or IFU/training manual deficiencies have been identified at this time. The complaint for ¿balloon ¿ torn¿ was confirmed. Available information suggests patient and/or procedural factors (valve alignment in a non-straight section) may have contributed to the complaint event. No manufacturing non-conformance were identified. No labeling or IFU inadequacies were identified and review of complaint history revealed that the occurrence rate did not exceed the may 2018 control limits for the respective trend category. Per management discretion, the balloon torn issue and its associated risks have previously been documented and assessed in risk assessment. In addition, to address the emerging trend in ic bond complaints, a CAPA is being updated. The complaint for ¿delivery system ¿ tracking difficulty¿ was confirmed. Available information suggests that patient factors (tortuosity) may have contributed to the complaints. No manufacturing non-conformance were identified. No labeling or IFU inadequacies were identified and review of complaint history revealed that the occurrence rate did not exceed the may 2018 control limits for the respective trend category. Therefore, no corrective or preventative action is required at this time for the associated trend categories. The complaint for ¿handle ¿ fine adjust difficulty¿ was confirmed. Available information suggests that patient/procedural factors (valve alignment in a non-straight section/valve diving) may have contributed to the complaint. No manufacturing non-conformance or labeling or IFU inadequacies were identified. Review of complaint history revealed that the occurrence rate exceeded the may 2018 control limits for the respective trend category. The complaint for ¿delivery system ¿ withdrawal difficulty ¿ valve, through sheath¿ was confirmed. Available information suggests that patient (tortuosity) and/or procedural factors (withdrawal of flared valve/torn balloon) may have contributed to the complaint. No manufacturing non-conformance were identified. No labeling or IFU inadequacies were identified and review of complaint history revealed that the occurrence rate did not exceed the may 2018 control limits for the respective trend category. Therefore, no corrective or preventative action is required at this time for the associated trend categories.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.